Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v471354, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and they thought ¿the battery shut down¿ for their device. The patient stated that about a week prior to report all of a sudden they had the sensation to urinate and they felt the sensation that they had to urinate but couldn¿t urinate. It was noted that the patient was in a lot of pain before they went to the hospital and then the patient had a catheter at the time of report. The patient stated the pain was in their back and they hadn¿t been able to sleep for four days due to the feeling that they needed to urinate. It was noted that the patient¿s symptoms had a sudden onset. Reportedly, the patient put new batteries in their programmer but all they got was a ¿round circle¿ and they couldn¿t shut it off.